Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did any needle tip fell inside of the patient? If yes, was it retrieved during the same procedure? What efforts were made to retrieve it? - were x-rays performed? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported to the dl by the sales rep that on (B)(6) they had the tip of a needle break during a procedure. No adverse impact patient/user. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.